Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) found both battery 1 and 2 were depleted. Inspected power cord for cuts or abrasions. Found no issues with power cable. Plugged ac power with outlet. Unit would not charge the batteries. Put cart into rescue mode. Put unit back into hybrid mode. Unit started charging. Found the unit to not be seated completely. No issues found. Returned to customer. Informed customer to charge unit for 18hrs before transporting.

Manufacturer narrative:
Due to characters limitations, e1 (initial reporter) is (B)(6) and e1 (event site name) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was not powering on. There was no patient involvement.